Event description:
It was reported that the patient's blood glucose level rose to between 200 mg/dl and 300 mg/dl while wearing the pod for an undisclosed period. The patient reported being hospitalized due to high blood glucose levels related to not knowing how to change basal programs provided by their doctor. Following this incident, the patient was educated on how to change the basal programs.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.3. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.